Event description:
It was reported that an angio-seal device was deployed in the right femoral artery following a coronary artery catheterization procedure. The patient experienced oozing and manual pressure was applied for two minutes. No pulse was found in the pt's foot when patient was moved to recovery. The angio-seal device reportedly migrated from the right femoral artery to the popliteal artery, resulting in thrombus and occlusions at the site. The patient was transferred to surgery for removal of the angio-seal device from the popliteal artery with circulation re-established. The patient was taken to the recovery room in stable condition having tolerated the procedure well. On september 10, 2002, the patient's groin looked excellent; there was no inflammation or drainage and there was no evidence of cellulitis or infection.